Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per visual inspection, the sample was compared to a production sample and no differences were noted. The sample was evaluated according to the alleged failure mode: "strong adhesive". The evaluation was performed and the tested sample was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Precaution: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply: 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) open package at perforation. 4) to remove plastic insert, squeeze catheter at the top of the white cone and pull to release. 5) unroll self-adhering catheter over penis. 6) gently squeeze the catheter to properly seal adhesive to the skin. 7) connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove: gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." Correction: MFR site.

Event description:
It was reported that the male external catheter's adhesive was strong, as a result it was difficult to remove the catheter. It was reported that a warm compress was used to try and remove the male external catheter, however the catheter was still not coming off. Allegedly it took 30 minutes to remove the male external catheter and scissors had to be used to remove the catheter. Allegedly the patient only changed on the male external 2 times a week, when the instructions state to change the catheter every 24 hours.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the male external catheter's adhesive was strong, as a result it was difficult to remove the catheter. It was reported that a warm compress was used to try and remove the male external catheter, however the catheter was still not coming off. Allegedly it took 30 minutes to remove the male external catheter and scissors had to be used to remove the catheter. Allegedly the patient only changed on the male external 2 times a week, when the instructions state to change the catheter every 24 hours.